Event description:
It was reported that a malfunction code labeled as "malf 3" appeared on a pump. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.